Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures found the battery pack was broken open. There was battery debris and black powder throughout the seal packaging. Inspection of the interior of the battery pack found one of the wires was pinched near the electrode connection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, outside of surgegy (B)(6) 2023, product box was opened to be stocked and it was discovered that a black powder was covering the pulsavac. Upon closer inspection it appears that some of the batteries in the power pack over heated. The power pack is warped and parts of the batteries are loose inside the package. There was no patient involved and no impact to patient and/ or user. Due diligence information complete.